Event description:
It was reported that the pump time was incorrect, it was determined from the pump logs that the caller updated the time incorrectly, not switching to "pm," which kept the pump time twelve hours off. Subsequently, the customers blood glucose (bg) decreased to 41.4 mg/dl. The customer consumed carbohydrates to address their bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.